Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on her back under the lifevest. The patient described the rash as a "burn" and said the skin is rough, red, irritated, and sore with a burning sensation. The patient reported she was being treated at the hospital where the skin was being kept clean and treated with an ointment. She also reported being given benadryl. Follow-up indicated that the condition was healing.